Manufacturer narrative:
Device passed the displacement test and a21 alarm test. No unexpected a21 alarm anomalies noted. Device received with cracked battery tube threads, cracked lcd window, cracked reservoir tube lip, cracked case display window corner, stained end cap sticker, stained address/serial number label, broken belt clip slot, cracked case, cracked case reservoir tube window corner. (B)(4).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer's husband reported via phone call that they experienced high blood glucose level. Customer's blood glucose value was 431 mg/dl at the time of the incident. Customer stated that the insulin pump had a insulin pump error alarm. Customer was assisted with clearing the alarm. Customer was able to successfully clear the alarm. Customer was able to complete pump rewind. Customer stated that insulin pump error alarm recurred while pump in use. No harm requiring medical intervention was reported. The device will be returned for analysis.